Event description:
It was reported that few weeks post implant, noise was observed on the ventricular lead during a device check and the lead was noted to be in unipolar mode. It was also reported that the noise could be reproduced. Follow up information revealed that the lead polarity was changed to unipolar mode one day after implant with an unknown reason. The lead was programmed back to bipolar mode and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.